Event description:
The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. Following placement of a peripherally inserted central catheter (PICC), the pt was administered an unspecified volume of heparin lock flush solution, usp 10units/ml (expiration date: 04/1/2007). It was reported that immediately after the injection, the pt experienced hypertension, shortness of breath and tachycardia. An unspecified concentration of oxygen was administered to the pt via nasal cannula. It was reported the pt recovered after approximately 60-90 seconds. Though requested, no additional information was provided.